Event description:
The patient underwent removal and replacement of a lumbar-peritoneal shunt with laparoscopy. Note: the original shunt was implanted 9 years and 11 months earlier, but no information was readily available re: serial number, etc. The patient returned to the or on the following day due to increasing headache and nausea, and the surgeon suspected shunt malfunctionafter the patient returned, the surgeon tested the shunt thoroughly with a manometer and found the "valve" to be faulty. A new valve was programmed to 140 and implanted. Notes from the operation report: the shunt appeared to be intact and there was clear fluid in the shunt. There was a small reddish blood clot in the anti-siphon device. The valve was disconnected first proximally and excellent flow of clear cerebrospinal fluid came forth from the lumbar catheter. This was held with a rubber-shod snap. A manometer was then attached to the valve and a saline column raised. This seemed to flow fairly well, although it was tested a few more times and did not flow on all of the tests.the distal catheter was then disconnected from the valve. This was also tested with the manometer and again it appeared to flow normally, although on some repeated test it did not flow as well. I decided to change the valve for new one. A new valve was brought to the field after programming it to 140. This was tested with the manometer and seemed to be working nicely. Again, all catheters were tested with the manometer and I got mixed results. I took an x-ray of the abdomen and there was no kinking or coiling of the abdominal catheter. I did not think laparoscopy was necessary.at this time, I connected the catheters to the valve and sutured then gently down to the lumbar fascia, looping them in such a way that it ensured that there were no kinks either proximally or distally...the patient tolerated the procedure well, and there were no complications.